Event description:
During a rotational atherectomy procedure when the wire was being removed after ablation. In lad-mid, the burr became stuck the primary curve of guiding catheter. The physician reported an abnormal sound was heard at which point the wire had fractured. The fractured portion remains in the distal of lad-apical. The physician did not attempt to retrieve fractured portions. Patient status is reported as 'good'.